Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt was feeling stimulation in the wrong location after a fall on (B)(6)2010 in which the pt fell and hit her head. Following the fall, the pt had brain scan MRI's, and on (B)(6)2010, the pt had a spinal tap. After the spinal tap, the pt stated that when she went to adjust her settings, she felt stimulation in her stomach "where her ovaries are." The pt said she has never felt this before. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.